Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (ain in set) during drain 3 of 4 on the home choice (hc). The registered nurse (rn) stated that the home patient (hp) had not disconnected since the start of therapy. The rn stated that the patient line was full of air all the way to the exit site. The rn disconnected the hp using aseptic technique and cycled the power to clear the system error 2240. The rn would notify the doctor in the morning. Product surveillance (ps) contacted the registered nurse (rn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the rn, she did not have any information regarding the alarm. No further information was given.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.